Event description:
The customer reported that the system exhibited intermittent errors, locked up, and required system reboots to regain functionality. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The kv control pcb, aec pcb and generic pcb were evaluated and replaced. The system was tested and found to be working as intended and returned to service.